Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. Upon investigation, the electrode belt had an intermittent open brown (-5v) wire in the trunk cable. The cause for the reported alarms was the intermittent open wire. The cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "adjust belt" messages and false asystole events.